Manufacturer narrative:
Updated data: b2. B5. D6b. D9. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that approximately seven and a half months after the noted gradient increase, surgery was performed to explant the transcatheter valve and implant a non-medtronic surgical aortic valve. The patient was admitted to the intensive care unit post-operative. The mean gradient following surgery was 8 mmhg. The event was resolved and the patient was discharged home six days later.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the baseline native valve mean gradient (mgv2) measured 83 millimeters of mercury (mm hg). A transthoracic echocardiogram (tte) also measured a mean gradient (mg) of 69.6 mmhg. Per aortography the transcatheter valve implanted within the native valve was implanted at a depth of 3mm on both the left coronary sinus (lcs) and non-coronary sinus (ncs). Following the transcatheter valve implant and prior to the implant discharge the mgv2 measured 11.6 mmhg. At the 5-year follow-up the mg measured 16.2 mmhg. As reported a valve thrombus was possible but a computed tomography (CT) was not performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years and 1 month following the implant of this transcatheter bioprosthetic aortic valve the 7-year echocardiogram identified an increased mean gradient of the prosthetic valve. This gradient increased from 16.2 millimeters of mercury (mm hg) to 32.0 mmhg. New york heart association (nyha) functional class ii was reported. The patient was started on an anticoagulant and follow-up was planned in 3 months.